Event description:
Caller alleged lot to lot variability with two inratio2 inr results. Results are as follows: date: (B)(6) 2013, inratio2 inr strip lot number 304243 = 6.0; inratio2 inr strip lot number 299625 = 0.9. The time between testing was five (5) minutes. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.